Event description:
Fire dept personnel were attending to a pt, condition unk. During a review of the event data by the reporter, it was determined that on the initial analysis, the device analyzed and rendered a no shock decision on ventricular fibrillation. The pt was not resuscitated.